Event description:
It was reported that during a posterior communicating artery aneurysm embolization, the subject stent was delivered to the target position. When the physician retracted the microcatheter, the subject stent tip could not open. After repeated adjustments, the subject stent tip still could not open. The physician then used an intermediate catheter to retrieve the entire subject stent out. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.